Event description:
It was reported that the generator was overheating. It is unknown when was found the issue and if a backup device was available. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator did not fail for overheating but did fail high power test. No error messages occurred during testing. Rf generator fails during test with a power reset (off/on). Cause of failure during high power test was a defective rf pcb. Unit passed functional testing after a known good rf pcb was installed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.